Manufacturer narrative:
(Device not returned).

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that an air alarm message occurred and the arterial centrifugal pump stopped automatically. The air alarm was reset by turning it off and back on and isolated the disposable centrifugal pump head with tubing clamps. The user then confirmed the disposable centrifugal pump head was properly seated and inspected the circuit for any visible evidence of air and following confirmation resumed bypass and the device was not changed out. The time required to reset the alarm and resume bypass was approx 10 seconds. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.